Manufacturer narrative:
Product investigation completed. The balloon component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the balloon. The balloon was not functionally tested because of unknown product specifications. The cuff component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the cuff. The reported allegations of urinary retention and erosion were not confirmed via product analysis.

Event description:
It was reported that the patient experienced a gradual urinary stream slowing down until urinary retention with an artificial urinary sphincter (aus). This lead to the discovery of cuff erosion. There was no catheter placement or adjuvant radiation prior to the erosion. A surgical procedure was performed in which the existing device was removed and replaced. There were no additional problems following the procedure.

Event description:
It was reported that the patient experienced a gradual urinary stream slowing down until urinary retention with an artificial urinary sphincter (aus). This lead to the discovery of cuff erosion. There was no catheter placement or adjuvant radiation prior to the erosion. A surgical procedure was performed in which the existing device was removed and replaced. There were no additional problems following the procedure.